Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 367 mg/dl at the time of incident and current blood glucose level was 278 mg/dl. The customer was treated with syringe for high blood glucose level. The customer was alleging that the insulin pump was under delivering as the blood glucose level was not going down. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin did exit. The insulin pump will not be returned for analysis.